Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that the laser probe did not insert into the 25g trocar prior to a surgical procedure.

Manufacturer narrative:
The 25 gauge illuminated flex curved laser probe was received and a visual assessment of the returned sample showed signs of excess adhesive on the cannula-nitinol junction. The laser probe was inserted into a 25-gauge trocar cannula, but it got stuck near the junction of the cannula and the nitinol, confirming the customer reported event. The 25 gauge illuminated flex curved laser probe manufactured on december 5, 2017. There were (B)(4) paks associated with this lot. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to excess adhesive residue on the laser probe tip. The manufacturer internal reference number is: (B)(4).